Event description:
Lead management case to extract non-functional leads. Three leads were successfully extracted from the right side and the patient was prepped again for left sided lead removal to extract the 1581 rv lead (implanted 125 months). The lead was successfully extracted with traction on the lld ez and use of a 16fr glidelight. Access was maintained with the glidelight and two glide wires were inserted, during this process the patient¿s blood pressure dropped and blood was noted in the pericardial sac. The physician created a small pericardial window and extracted approximately 150cc of blood. The physician attributed this complication to a self-healing perforation at the rv tip where the lead had been extracted. A new system was implanted and the patient was discharged per operative plan.